Event description:
It was reported that this lead was surgically capped and replaced due to noise, high thresholds, and pacing impedances greater than 2000 ohms. The patient had an underlying heart rate of 40 bpm. The patient has complete heart block. No adverse patient effects were reported.